Manufacturer narrative:
H10: this report was determined to be a duplicate of manufacturers report number 1218950-2020-07341 requiring no further investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker doesn't work. The device was not in use on a patient.